Event description:
Event description guidant received information that this ventricular lead was explanted, one day after the implant procedure, due to periods of loss of capture(loc) and inappropriate sensing. An x-ray showed both the atrial and ventricular leads were pulled back to the shoulder, and then an additional x-ray looked the same as at the implant procedure. Additional testing with the programmer could not reproduce the loc and sensing problem. It was felt this was a microdislodgement. The lead was removed, replaced and returned for analysis.